Event description:
It was reported to olympus that the distal cover of the duodenscope broke during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.